Event description:
On initial contact, dentist reported handpiece burned a patient. When contacted for further information, advised blister was noticed on left side of patient's tongue after a crown prep on #20. Doctor prescribed warm salt water rinses and pain medication and followed up with patient after three (3) days.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Damage was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.